Event description:
It was reported that the bd safetyglide¿ needle broke off into the patient's arm during use. The following information was provided by the initial reporter: the needle was left behind in the patient's arm during removal after a vaccine was administered.

Manufacturer narrative:
Initial reporter name and address: address information was not able to be obtained, therefore, (B)(6) was used as a place holder. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.